Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced persistent high blood glucose after accidentally washing the ilet with clothing, after which the device displayed alert 60 related to bluetooth communications despite multiple restarts, and a replacement was arranged; the patient¿s highest glucose was 320 mg/dl verified by glucometer, the infusion set was a steel cannula on the abdomen, cgm was dexcom g6, and the patient switched to subcutaneous insulin via pen as backup therapy. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed moisture-related damage with leakage at a seal and a bluetooth communication issue, implicating the seal component. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.